Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe tip broken at 16mm from the distal end. There is a scratch adjacent to the fracture surface. The fracture is developed from the scratch. The manufacturing history was reviewed, with no irregularities noted. This type of the probe tip breakage is most likely related to the operator's technique. Based on the past similar cases, it is known that the probe tip of the device is cracked caused by activation of the device during the probe tip contacting with something hard and the probe tip is broken when the probe received a load. There are possibilities that the probe damage error was caused by the crack of the probe tip and the seal&cut short circuit error was caused by the activation of the device during the device grasping conductors such as metals. The instruction manual of the device mentions already cautions; do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During operation of lower gastrointestinal tract, the tb-0535fc was used. After 1 hour from the beginning of the procedure, the seal&cut short circuit error occurred several times, and then the probe damage error occurred finally. After taking the handpiece out from the patient's body, the probe tip was broken outside of the body when the distal end of the shaft was being cleaned with ultrasonic. The procedure was completed with another thunderbeat device. It is reported that there was no patient harm.